Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Fsr replaced the display assembly, completed preventative maintenance and downloaded data logs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump display intermittently had vertical lines, flashing lines and blank screen. The display was not readable. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed during the laboratory evaluation. The product surveillance technician (pst) connected the graphics display assembly to the pump pod test fixture and powered on. The pst observed vertical lines through the roller pump display. The pst connected graphics driver board to the pump pod test fixture and powered on, and observed vertical lines through the roller pump display. He inspected the graphics driver board for bad solder joints, damage or corrosion, no anomalies observed. The pst compared q210 transistor values with lab-use only (luo) q210 transistor utilizing luo digital multimeter, observed no differences. He then tested the graphics display and display membrane on pump pod test fixture and observed normal operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.